Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed functional testing for saline flow and connector segment verification. The hene (helium-neon) functional test found no breaks along the fiber length. Also, the forward firing test for this device resulted in an output which was below the threshold for potential patient harm. Therefore, the reported event of forward firing was not confirmed. However, microscope inspection identified that there was a fracture of the firing window. It was also identified that there was severe debris adhesion on the fiber tip, indicating that the tip was buried into tissue during use and likely causing the observed fracture. Device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber started forward firing. The procedure was completed using another fiber. There were no patient complications.